Manufacturer narrative:
Evaluation: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that the patient had developed blisters near the belt. The patient's physician advised that the patient place a bandage between the lifevest and the blisters. The patient reported that the blisters improved.